Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient just got an ins put in yesterday; however, it was not working. It was noted that it was also giving the patient discomfort. No further complications were reported/anticipated.